Event description:
On march 14, 2024, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. Date of this report 04 june 2024. Primary unique device identifier (UDI) number updated to (B)(4). Date received by the manufacturer? 04 june 2024. Device evaluated by manufacturer? No.